Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the hemodynamic department the needle was inserted int eh radial artery, but does not have enough blood flow through. As a result, the catheter was removed and replaced with another brand catheter. There was a delay with no death, injury or harm to the pt.